Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that the transformer housing slowly started coming apart. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product were unsuccessful, including a final attempt by letter. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers ware being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer service that her transformer housing is broken apart and she can see the insides. The customer also reported that she did not see anything else unusual.